Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Hemorrhage and surgical procedure are listed in the perclose proglide instructions for use as potential adverse events of use of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, later in the day, a retroperitoneal hemotoma was discovered. The proglide had not closed the vessel. The result was abdominal bleeding and a retroperitoneal hematoma. Surgery under general anesthesia was performed to treat the retroperitoneal hematoma. Hospitalization was extended. No additional information was provided.